Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed programming options as well as available data. Low amplitude was noted on the secondary sensing vector. Ts recommended to continue monitor. This device remains in service. No additional adverse patient effects were reported.